Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Troubleshooting was performed with tandem technical support and no damages were observed on the cartridges. The customer loaded a new cartridge to address the event. Blood glucose level was 172 mg/dl.